Event description:
It was reported by the sales rep that the tomcat shaver blade, u-shaped metal housing came off the tomcat shaver blade inside pt. Was taken out. First time using shaver blade. Did not use other blades from the box at that time.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.